Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse made an electrical / mechanical adjustment to correct the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse made a mechanical / electrical adjustment to resolve the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, possible erbe failure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with a third party back generator.